Manufacturer narrative:
(B)(4). Patient information (ID, age, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that during pre-use test, the endotracheal tube cuff could be inflated completely. But when the tube was inserted into patient, the leakage situation was noticed. They changed the tube, and the situation of the patient is stable now.

Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during pre-use test, the endotracheal tube cuff could be inflated completely. But when the tube was inserted into patient, the leakage situation was noticed. They changed the tube, and the situation of the patient is stable now.